Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') in a 40-year-old female patient who had essure (batch no. 624847) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multi gravida and parity 5 (((B)(6) 1996, (B)(6) 1998, (B)(6) 2001, (B)(6) 2005, (B)(6) 2007)). Concurrent conditions included iron deficiency since 2012. Concomitant products included ibuprofen since 2011 and iron since 2012. On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with fluconazole and surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal mycotic infection, depression and anxiety had not resolved and the menstrual disorder, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2011 lot number: 624847 manufacture date: 2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain') in a (B)(6) female patient who had essure (batch no. 624847) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multi gravida and parity 5 (((B)(6)1996, (B)(6)1998, (B)(6)2001, (B)(6)2005, (B)(6)2007)). Concurrent conditions included iron deficiency since 2012. Concomitant products included ibuprofen since 2011 and iron since 2012. On (B)(6) 2007, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"), 9 years 7 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual hemorrhaging") and abdominal pain ("abdominal pain"). The patient was treated with fluconazole and surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal mycotic infection, depression and anxiety had not resolved and the menstrual disorder, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2007, (B)(6) 2011. Lot number: 624847 manufacture date: 2007-07 expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.